Manufacturer narrative:
G4:18dec2020. B4:21dec2020. The manufacturer's technical services (ts) confirmed the reported issue. The caller was advised to perform(performance verification test) pvt and advised that flow sensor assembly may be faulty. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported the unit won't go on standby, alarming low leak co2 rebreathing risk . There was no patient involvement.